Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customers mother reported via phone call that their son insulin pump had blank display and they did not press a button down for 3 minutes or longer. The customer¿s blood glucose level was 77 mg/dl at the time of the incident. Customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. The insulin pump will be returned for analysis.

Manufacturer narrative:
During the load process of the displacement test, the motor stopped prematurely before it was supposed to. Upon further review of the unit's interior, the motor base was rusted out and there were signs of previous moisture presence and corrosion on some components of electrical board. Did not notice any cracks in the case. In addition to this, the reservoir retainer ring is solidly attached to the reservoir tube lip.